Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) model za9003 with 12.5 dipoter was inserted into the patient's operative eye and the haptic broke off. The iol was removed by cutting the lens in half. There was no patient injury and no medical intervention was required. The procedure was completed successfully using the same model and diopter size lens as a replacement. The patient outcome was reported as doing well. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information this report will capture device evaluation. Device available for evaluation: yes. Returned to manufacturer: 11/29/2018. Device returned to manufacturer: yes device evaluation: the za9003 lens was received in its original package. Visual inspection using magnification was performed to the returned sample: loose fibers/particles were observed on lens related the handling of the unit. Residues of viscoelastic material was observed on lens. The lens was observed with a large cut. One of the haptic was observed detached. The detached haptic piece was not returned. The other haptic was observed damaged/distorted. The condition in which the sample returned is consistent with a lens that was implanted and removed. Conclusion: as a result of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.